Event description:
The patient was positive for fungal sepsis and had been intubated. They were given continuous renal replacement therapy (crrt) and were on vasopressors. The right ventricular assist device (rvad) was removed on (B)(6) 2024, and the family withdrew care on (B)(6) 2024. The death was not considered device related and was noted to have operated as expected. MFR# 2916596-2024-05090 (rvad explant).

Manufacturer narrative:
B5: additional information. H6: updated health impact/ health effect codes.  No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Section a1: patient identifier corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. It was reported that the product will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), sepsis, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that their blood cultures were first positive for fungal sepsis on (B)(6) 2024.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient passed away due to multiple organ dysfunction syndrome.